Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "implant removal from textured to smooth due to the concerns of the product". This record is for the right side. Device was explanted and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d4, d6a, e1, h4, h6.

Event description:
Healthcare porfessional reported "capsular contracture baker grade iii" and "implant removal from textured to smooth due to the concerns of the product". Later, healthcare professional reported "any creases". This record is for the right side. Device was explanted and replaced, will be returned.

Manufacturer narrative:
Device evaluation:per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Peer/ supervisor reviewer biohazard bin #.

Event description:
Healthcare porfessional reported "capsular contracture baker grade iii" and "implant removal from textured to smooth due to the concerns of the product". This record is for the right side. Device was explanted.